Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported that during reprocessing and cleaning, the endoscope reprocessor exhibited an unknown error code and stopped in the middle of a cleaning process. It was reported that the processor stopped three times in the middle of reprocess and cleaning of video scopes. The incomplete reprocessed scopes were used to complete an unknown procedure. There was no patient harm or user injury reported due to the event. The medwatch report with patient identifier (B)(6) is for the scope gif-hq290 ((B)(4)). The medwatch report with patient identifier (B)(6) is for the scope gif-ez1500 ((B)(4)).

Event description:
It was further reported that the reprocessor (model oer-3) had not been disinfected when the device was being inspected. The details of the inspection were not provided. The oer-3 was used to reprocess the following endoscopes that were used during the procedure: evis lucera elite gastrointestinal videopscope models gif-hq290 and gif-ez1500. The use of these devices did not cause or contribute to any patient injury or adverse health effects.

Manufacturer narrative:
Updated fields: b4 and d8.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported event. A review of the device history record found no deviations that could have caused or contributed to the problem. The investigation determined that the reported issue occurred because the appropriate troubleshooting steps in the instructions for use (IFU) were not followed. The reported event can be prevented by adhering to the following instructions from the IFU: ¿troubleshooting and repair when the cleaning/disinfection process is interrupted, the scopes will not be properly cleaned and disinfected. In this case, reprocessing should be started again from the beginning. There is a possibility that the reprocessing of the scopes is insufficient.¿ olympus will continue to monitor field performance for this device.